Event description:
The port was placed in 4/96. In nov the pt complained of pain when the port was accessed. An x-ray revealed the catheter was leaking where it connects to the port. The device was not removed. One week later a PICC line was placed in the opposite arm. Chest x-ray post placement revealed the catheter had detached from the port and was in the area of the sublcavian. Retrieval of the catheter utilizing a snare was uneventful. The pt's condition is good. To date, the device has not been returned for evaluation. The directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the port's locking collar should be fully engaged into the outlet tube groove and catheter should be visible through the locking collar slots."